Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient notified an abbott representative about their system being explanted on an unknown date in the spring of 2022 and for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.